Manufacturer narrative:
On 09 september 2016 the medical affairs director performed a clinical evaluation and commented as follows: according to report, a fracture was detected in the hip during planning for a knee operation. Clinical symptoms corresponded. The hip had been operated upon a few months earlier. There is no information about a traumatic event and it is not known when the hip pain started. There is no reason, however, to suspect that the postoperative fracture was originated by a faulty device.

Manufacturer narrative:
On (B)(6) 2016 the r&d project manager performed a visual inspection of the retrieved explants and commented as follows: the pieces were analyzed. The cup showed some osseointegration visible for a partial absorption of ha in some areas of the surface. Moreover, some physiological tissues were present. The ceramic head and liner showed some little signs on their articular surface but it is not possible to determine the causes.

Manufacturer narrative:
Additional information received from the initial reporter on 08 august 2016 and includes: the periprosthetic fracture was visible around the acetabulum. Batch review performed on 01 september 2016. Lot 155359: (B)(4) items manufactured and released on 18 january 2016. Expiration date: 2021-01-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
After primary surgery, the patient has got more pain in the hip. At examination the surgeon saw that there was a fracture in the bone. A revision surgery was successfully performed.